Event description:
Two hours into dialysis treatment initiated, dialysis flow rate increased from 500 ml/min to 400 ml/min. Blood flow rate increased from 300 ml/min to 400 ml/min. Twenty-five minutes later, patient complained of chills. Dry pack f-80 treatment reinitiated. Chills slowed down but did not go away. Patient complained of chest pain. Ntg given x2. Treatment terminated 1/2 hour early. Patient wenet home.l blood cultures negative. Pyregen test of dialysate post dialyzer <12.5 @ 1:50 dilution. Villipore cultures of ro water and dialysate within normal limits. Patient dialyzed without difficulty next treatmentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.